Event description:
The patient was never having therapeutic effect. A healthcare professional, who was also a family member of the patient, indicated t hat she was not sure if the pump had been working since being implanted in november. An area two inched in length on the patient's back appeared swollen 'on and off'. An x-ray (date unknown) revealed the catheter may have migrated slightly. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported the patient's back did not appear swollen or infected.

Manufacturer narrative:
(B)(4).